Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).

Event description:
It was reported the patient last recharged the scs system approximately 6 months to 1 year ago. In turn, therapy was lost around the same time. Subsequently, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Follow-up identified the ipg was explanted and replaced on (B)(6) 2016. Stimulation was restored postoperatively thus resolving the issue.